Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. The device investigation determined that the most likely cause of the damage to the lens was the use of excessive force by customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the rigid arthroscope, the lens were broken. There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated. Further evaluation found that the distal end lens was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.